Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and oversensing on the right atrial (ra) and right ventricular (rv) leads were noted. Boston scientific technical services (ts) discussed the strips and suspected air bubbles. Ts also provided programming options. Field representative confirmed that the issue was found resolved at predischarge check. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.